Event description:
The operator of a dimension vista 1500 instrument received a laceration while trying to remove a sample clot from the aliquoter drain. The operator was standing on a stool to reach the drain, and she slipped, causing her to cut her finger. It is unknown if the operator required medical treatment. The customer stated that she cut her finger to the bone.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluation of the instrument data, the gps specialist did not find an instrument malfunction. The aliquot probe had detected a clot in the sample. The clot obstructed the aliquot drain, and the instrument stopped due to the aliquot drain overflow. The operator attempted to remove the drain, which operators are not trained to do. The operator's guide for dimension vista instruments states that the aliquot drain clean out tool, which is part of the accessory spare parts kit, is required for cleaning a clogged aliquot drain. The aliquot drain clean out tool was not being used when the operator cut her finger. The gps specialist confirmed that the laboratory has this tool. The cause of the laceration is user error. The instrument is performing according to specifications. No further evaluation of the device is required.